Event description:
The customer's wife reported that the customer was hospitalized for high blood glucose levels, with a reading of 1200 mg/dl. The customer experienced high blood glucose levels after changing the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer felt that the insulin pump did not give a no delivery alarm when it was supposed to. Advised the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.